Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by visual examination and functional testing, each drawn with water and no issues were observed relating to insufficient flow as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode insufficient blood flow. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd preset¿ arterial blood collection syringe, the device experienced insufficient blood flow through the device. The following information was provided by the initial reporter. The customer stated: the patient is a (B)(6) female. Due to limb weakness for a week, dyspnea for 1 day + admission to hospital. After admission, arterial blood samples were collected for blood gas analysis. At 9:20 on september 13, the physician found that the resistance of the piston of the artery blood collector was very large when the artery blood collector was used to collect the femoral artery blood, and the arterial blood could not be extracted. The doctor then replaced the ordinary syringe puncture, successfully collected arterial blood samples.